Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain. The pain has increased over time and is a shooting pain when the knee is turned in a certain way. A revision surgery is pending.

Manufacturer narrative:
Supplemental information including revision notes and labels were reviewed. The revision surgical notes indicate that the patient was revised due to mechanical loosening of the tibial component. Both the femoral and tibial components were removed. There was at most fifty percents fibrous ingrowth on the backside of the tibial component. The labels are those of the new implants used for the revision. A product history search identified no other complaint for the part and lot combination of the tibial component. Upon review of this supplemental information the previous conclusions remain unchanged.

Manufacturer narrative:
This report is being amended to reflect changes. Updated information received from the sales representative indicating that the patient was revised due to tibial loosening. A product history search revealed no additional complaints against the related part and lot combination. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
No devices returned for evaluation. Device history records for the tibial plate were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. A complaint history search found no other complaints against the implant part/lot combinations. Compatibility of the implants was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.